Event description:
It was reported the patient complained of a random burning sensation at his ipg site which was not associated with charging. The patient reported he always run stimulation but the pain seemed to occur with stimulation off or on. He stated his ipg site is painful and feels "like a bruise." Follow-up identified the physician noted the ipg may be shallow and could be aggravated by the patient's wheelchair. The physician recommended the patient monitor the discomfort to see if it worsens and stated a revision procedure might be necessary. Further follow-up indicated the patient was still experiencing pain at the pocket site. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.